Event description:
Pt was referred to cardiac electrophysiology lab for routine ICD generator change. Device was explanted without difficulty, however insulation of explanted lead was observed to be fractured.